Event description:
Indication for procedure: fractured ICD lead. Case summary: this was a left-sided, rv lead removal case conducted in the operating room, with an arterial line and fluoroscopy utilized. The md prepped the rv lead with a lld-ez and began lasing with the 14f sls, without the outer sheath. There was moderate difficulty during the extraction of this lead, but the pt's vitals remained stable. While the re-implantation of the ICD lead, the pt's blood pressure dropped sharply. The CT surgeon was called and within 5 minutes identified an acute hemothorax. A chest tube was inserted, the hemothorax was relieved and the pt's chest was opened to locate the source of the bleeding. A tear in the innominate vein was found and successfully repaired. Pt outcome: pt recovered and was reported as "stable" the following day ((B)(6)2010). Device analysis: all spnc devices were disposed of during the emergent thoracotomy. No issues or nonconformances were identified during a lot history review.

Manufacturer narrative:
Device manufacturing dates: 518-062 - 01/07/2010.